Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "severe implant malposition", "palpability", "moderate capsule calcification", and "asymmetry", all not device related. Healthcare professional later reported capsular contracture, baker grade IV. Device remains implanted. This record pertains to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6(b), h6.

Event description:
Device has been explanted and replaced.